Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an attempted arteriotomy closure of the calcified right common femoral artery using a proglide device after a percutaneous coronary intervention procedure, with a 6fr sheath. Reportedly, the suture knot was advanced; however, the bleeding continued. Several attempts were made to advance the knot further but was unsuccessful at stopping the bleeding. A non-abbott closure device and manual compression were used to achieve hemostasis. The physician commented that the reason for failure was because the vessel was too deep. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.